Event description:
It has been reported to philips that the on and of switch was stuck and the system kept rebooting on its own. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that on and off on the system switch was stuck and the system kept rebooting on its own. The fse identified that the system intermittently got its power on button stuck. To resolve this issue, the fse replaced the review module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.